Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of birth and reporter's information was left off of the initial and supplemental reports.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2021 wherein the lead with high impedances was explanted and replaced while the migrated lead was repositioned to address the issue.

Event description:
Related manufacturer reference number:3006705815-2021-05864. It was reported that the patient experienced ineffective therapy due to the right lead migrating and the left lead having high impedances. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated.